Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem, batteries won't hold charge) was confirmed. Upon investigation the charger/modem was unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally component j700 was broken off the bedside board. The cause of the failure is the damaged components. The root cause for u104 and u1003 failure and the j700 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that it was unable to charge a patient's battery packs.